Event description:
It was reported the patient passed away. The patient's partner spoke to their partner at 5:30 am and the patient responded. The patient's spouse was lying in bed reading next to the patient for the next few hours and heard no alarms. The patient's partner stated that the patient slept on battery power and was legally blind. On the morning of 02jan2026 the patient was unable to be woken up, and the patients batteries were dead. The patient's partner thought the patient may not have put new batteries in prior to bed. The patient's partner reported that they did not hear any alarms and was unable to confirm if the pump was off. The patient's partner replaced the batteries and called emergency medical services (ems). CPR was initiated however the patient was found to have no pulse by doppler and was asystolic on the portable monitor. The patient was pronounced dead at 09:49 am. It was noted this patient had a history of driveline power fault since nov2023.(cs-189221). The clinical cause of death was not provided, and it was unknown if the patient's outcome was device or therapy related. Log file review was requested which revealed 2 pump stops and low speed advisories. Speed drops were as low as 0 rpm. This type of behavior was previously linked to issues with the percutaneous lead. The issue appeared to be occurring on battery power. Later on 02jan2026 at 08:03 the clock was resent and at the end of the log file the driveline was disconnected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of battery depletion and subsequent low voltage alarms was confirmed via the submitted llog files, although, the root cause of the depletion of the batteries could not be conclusively determined through this investigation. The log file captured a low voltage advisory alarm on 02jan2026 at 05:29:09 due to the 14v batteries falling below the low voltage threshold and progressed to a low voltage hazard alarm on 02jan2026 at 06:19:49 due to continued use of the 14v batteries. A no external power alarm then activated on 02jan2026 at 06:32:04 due to the 14v batteries becoming depleted, resulting in the system controller backup battery supporting the system during the loss of external power. After continued use, the backup battery also became fully depleted resulting in the pump stopping and the system controller powering off on 02jan2026 at approximately 08:03:15. Upon powering the system controller back on, the system controller clock was reset to the default timestamp of 01jan2001; the controller clock remained at the timestamp of 01jan2001 for the remainder of the log file. The controller was reconnected to the power module and the pump restarted on the timestamp of 01jan2001 at 01:00:00. Due to the system controller powering off, the exact duration of the pump stop could not be determined from this log file. The driveline was observed to be disconnected from the system controller on the timestamp of 01jan2001 at 01:00:10. There were no other notable alarms active in the log file. The returned system controller underwent functional testing and passed all testing per procedure. The system controller was subsequently connected to a test power module, charging the backup battery. Either power cables were disconnected independently, and the system was supported solely by either cable without any issues. Both power cables were disconnected, and the backup battery supported the system for a minimum of 15 minutes without any issues. The sound pressure level of the side and back transducers of the returned system controller was measured with a sound level meter 10 cm from the transducers sockets during a self-test. Both audio transducers produced a sound level greater than 90 dba, meeting design input requirements of at least 85 dba 10 cm from its surface. The reported event of the patient's wife unable to hear the system controller alarms was neither confirmed nor reproduced via testing of the returned system controller. The provided information indicated that the patient's batteries were depleted on 02jan2026, leading to a pump stop, but the patient's partner did not hear the alarms. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including no external power alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. The user is also informed on how to properly exchange their 14v batteries for new batteries or to a different power source such as the power module or mobile power unit. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. The patient handbook and the instructions for use (IFU) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away. The patient's partner stated that the patient slept on battery power and was legally blind. On the morning of (B)(6) 2026, the patient was unable to be woken up and batteries were dead. The patient's partner thought the patient may have not put new batteries in prior to bed. The patient's partner reported that they did not hear any alarms and was unable to confirm if the pump was off. The patient's partner replaced the batteries and called emergency medical services (ems). CPR was initiated however the patient was found to have no pulse by doppler and was asystolic on the portable monitor. The patient was pronounced dead at 09:49 am. It was noted this patient had a history of driveline power fault since (B)(6) 2023. The clinical cause of death was not provided, and it was unknown if the patient's outcome was device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.